Event description:
It was reported that drill tap's end was sheared off during an unspecified spinal surgery. The tip was removed.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.